Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a nurse regarding a patient receiving intrathecal baclofen 2,000mcg/ml, 798.9mcg/day, for intractable spasticity. On the morning of (B)(6) 2015 the patient informed the nurse that he was having symptoms like he had before getting the pump: more spasms than normal, his blood pressure was up that morning but was normal as of the time of this report, he had a slight fever, anxiety issues, and was itchy all over. The symptoms began the evening of (B)(6) 2015. During the day of (B)(6) 2015 the patient also experienced bladder spasms which went away when he went to bed. The nurse went out to see the patient on (B)(6) 2015 and checked the pump with the clinician programmer. The next pump alarm date was set for (B)(6) 2015. The pump reservoir volume read 13.1ml but 22ml was actually withdrawn from the pump. The pump was refilled with 40ml. The cause of the volume discrepancy was unknown. The pump logs were reviewed and there were no motor stalls; the last refill occurred on (B)(6) 2015 at which time the volume was off by only 1-2ml. All refills had been within 1-2ml of the expected value, though it was stated that in the past, when approaching a refill date, the patient would experience increased spasms. It was also noted that since (B)(6) 2015 the patient also had a pressure sore on his right foot. The pressure sore started bothering the patient during the night and then his spasms got worse throughout the night and went all the way to the legs, shoulders, and arms. The spasm would start in the foot as it was sensitive from the pressure sore. Earlier this last summer the patient experienced cognitive issues and diaphoresis. During this time he was not "overly-spasmed". He had a head MRI in (B)(6) 2015 due to the cognitive issues (results not provided); the pump was checked afterwards and was functioning as intended. An ultrasound was also performed (date not provided) to verify catheter position. The catheter was confirmed to be in the correct place. The pump logs did show that a motor stall occurred, with recovery, 30 minutes later on (B)(6) 2015 and it was unknown if this was when the original MRI occurred, or possibly an additional MRI, etc. The patient had been wearing a binder over the pump area for most of the (B)(6) and it was questioned as to whether this could affect things therapy-wise. The nurse was trying to get in contact with the patient's managing physician who was out of office in order to instruct the patient on next steps. The patient's medical history includes spinal cord injury. Follow-up is being conducted to obtain all information relevant to the event, including actions taken, if the cause of issues was determined, and outcome.